Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipid formula leaked from the middle of clearlink system continu-flo solution set. The leak occurred after priming and after placing the blue cap on the port. There was no patient injury or medical intervention associated with this event. No additional information was available.